Manufacturer narrative:
Batch review performed on 18 september 2018; lot 175045: (B)(4) items manufactured and released on 27 september 2017. Expiration date: 2022-09-07; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with a similar reported event. Reverse shoulder system reference 04.01.0169 (k170452) glenosphere 36xø24.5; lot 174730: (B)(4) items manufactured and released on 27 september 2017. Expiration date: 2022-09-27; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain 2 months after primary. The surgeon determined that the patient had dislocated: the dislocation occured at the body from the glenosphere. The surgeon revised the liner with a thicker one to stabilize the shoulder.